Manufacturer narrative:
Age at time of event: 18 years or older. Promus premier ous mr 38 x 2.50mm stent delivery system was returned for analysis. An examination of the stent found stent damage. Mid stent struts were lifted from their crimped position. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 24mar2020. It was reported that stent could not cross the lesion. The target lesion was located in the coronary artery. During percutaneous transluminal coronary angioplasty, a 38 x 2.50mm promus premier drug eluting stent was advanced to treat, but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.